Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer did self test again, insulin pump did not pass it. The insulin pump had crack in case. Insulin pump had fallen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. The device was received with the case cracked behind the device at the corner of the belt clip rails.